Event description:
The customer stated that his blood glucose was tested using his breeze2 meter and a hospital meter. He received a reading in the low 60's (mg/dl) and a reading of 145 mg/dl. The customer did not have either meter with him at the time of the call, so it was not possible to determine which reading came from his breeze2 meter. If the customer's meter read 145 mg/dl, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service attempted to contact the customer after the initial call, but his number was no longer in service. No product will be returned for evaluation.

Manufacturer narrative:
The customer did not have his meter with him at the time of the call, so it was not possible to obtain the serial number. The manufacture date cannot be determined without a serial number.